Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. In addition, the following reportable malfunctions were identified during the device evaluation: power switch is defective a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power switch is defective should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the visera elite xenon light source experienced that the switch clicks but does not start the device during set up. There were no reports of patient involvement.